Event description:
The pump was explanted and returned for analysis due to battery depletion. No battery depletion alarm was heard. No pt symptoms were reported. The pump was used to deliver bupivacaine and dilaudid. The pt outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
Evaluation results: extensive residue was present throughout the gear train. There was bridging between the pinions and teeth of all the gears. The pump was stalled in analysis. Final device analysis revealed 'gears seized together-bridging residue'.